Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer's endocrinologist is calling to report that the customer needs an upgraded pump and states the display seems foggy and hard to read. Endocrinologist alleged the fogginess made it hard to read the numbers and messages on the display. No adverse event alleged. A request was made for the return of the device.